Event description:
It was reported that the healthcare provider (hcp) was attempting to fill the pump and it was discovered that the pump was flipped. The hcp was going to revise the pump/pocket. The patient did not have any symptoms. It was later reported that the pump was delivering compounded baclofen. It was unclear if the pump was flipped or if the pump had migrated. They were unable to fill the pump under fluoroscopy, so the patient was scheduled for surgery. The patient was thought to be doing fine and receiving effective therapy. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709 lot# j10933r30, implanted: (B)(6) 2001, product type: catheter.

Manufacturer narrative:
Corrected information: (B)(4).

Event description:
Additional information was received and it was reported that the patient was asymptomatic. The patient was due for a refilling of the pump and the nurse was unable to inject. An x-ray on (B)(6) 2013 didn't show a normal port entry site; it was hard to determine the position of the pump; the pump was assumed to be flipped. Exploratory surgery was done. The cause of the event was "calcification of tissue over injection port". The pump was replaced. The patient outcome was reported as "no injury". The hcp (healthcare provider) noted the following: [not sure if patient had prior refill of baclofen via needle injection "maybe" medication was injected into tissue during entry or withdrawal of needle leading to the crystallization of tissue over injection site.]